Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete. Device not returned.

Event description:
It was reported that during a lumbar laminectomy, the drill stalled and the dura was torn with the router. It was also reported that there was a five minute delay while the surgeon repaired the dura. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer? Awaiting device return.

Event description:
It was reported that during a lumbar laminectomy, the drill stalled and the dura was torn with the router. It was also reported that there was a five minute delay while the surgeon repaired the dura. It was further reported that the procedure was completed successfully.